Event description:
Healthcare professional reported right side "seatbelt pressure across the right breast for (B)(6) 2021. Continues to have pain," as well as ¿feels a lump in the 8 to 9 o'clock position since the accident¿. Healthcare professional additionally reported capsular contracture, baker grade not specified. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: initial rupture but not present upon surgery, capsular contracture baker grade unknown.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion and white particles material was found on the shell. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Patient reported right side "seatbelt pressure across the right breast for (B)(6) 2021. Continues to have pain," as well as ¿feels a lump in the 8 to 9 o'clock position since the accident¿ which are not device related. Healthcare professional additionally reported capsular contracture, baker grade not specified. Device has been explanted and replaced.